Event description:
The pt was reportedly experiencing loss of sound. Testing of the device showed abnormal results. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.